Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6; h10. Visual examination of the returned product identified all 3 juggerstitchs were returned without packaging components/materials. Sample 1 has been cycled one time and one anchor has been released from the needle. One anchor remains in the needle with the sutures. Sample 2 has been cycled two times and there were no sutures or anchors returned with juggerstitch. Sample 3 has been cycled two times and both anchors have been released from the needle. Cycled the black push button on samples two and three with no issues. No scratches on the front end and see no flashing on the inside of the black push button. Further testing was not performed as the button advanced as intended and the anchors were not returned fully assembled. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event could not be confirmed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a procedure, when the doctor held the handle and was ready to advance the black button to deploy the first anchor, the black button could not be advanced. This occurred with three devices of the same lot. No patient consequences were reported as a result of the event. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: item# 110024773; lot# 66962353. Item# 110024773; lot# 66962353. G2: foreign - event occurred in taiwan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.